Event description:
The system had a missing skin spacer and a few cosmetic damages.

Manufacturer narrative:
(B) (4). Results - skin spacer. The ge service rep replaced the missing skin spacer/guard and the other cosmetic items. This system functions as intended.